Manufacturer narrative:
The date of event was reported to be ¿last week¿, from the date that this report was received by the manufacturer ((B)(6) 2016). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was not reported. The treatment, outcome and actions taken with pd therapy were not reported. No additional information is available.